Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with scratched case and damaged serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.